Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/65 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: left atrial appendage volume is an independent predictor of atrial arrhythmia recurrence following cryoballoon pulmonary vein isolation in persistent atrial fibrillation. Frontiers in cardiovascular medicine. 2023. 10:1190860. Doi: 10.3389/fcvm.2023.1190860 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding left atrial appendage (laa) and cryoballoon pulmonary vein isolation (pvi). The authors described patients who experienced fourteen peri-procedural complications which included transient phrenic nerve palsies, and nine post-procedural complications which included pericardial effusions which were treated conservatively, puncture site hematomas, fistula, bronchitis, respiratory tract infection, gross hematuria, and puncture site oozing. The status of the catheters and sheaths is unknown. No additional adverse patient effects were reported.